Event description:
The plaintiff's attorney alleged that the decedent experienced ventricular tachycardia during dialysis treatment on or about (B)(6) 2007. The plaintiff's attorney also alleged that on or about (B)(6) 2008, after a separate dialysis treatment, the decedent experienced ventricular tachycardia and subsequently expired after the use of the product.

Manufacturer narrative:
This is one event of two events reported for the same pt involving three separate products.